Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. The customer's blood glucose level was 8.2 mmol/l at the time of the event. The insulin pump had high pitched beep. The customer had the issue 3 times. The customer heard the beeps despite of removing the battery. The customer was advised that the insulin pump will be replaced. Troubleshooting was not completed. The insulin pump will be returned for the analysis.